Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4+ with challenging anatomy. Although imaging was difficult, one clip was implanted, reducing mr to 1+. The next day, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4+. Per the physician, the slda was due to difficult imaging during leaflet insertion. A second procedure was performed on (B)(6) 2021. One clip was implanted to stabilize the slda clip, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of procedural conditions and challenging patient anatomy. The reported patient effect of recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported slda. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for, is a known possible complication associated with mitraclip procedures. The reported poor image resolution appears to have been a result of challenging patient anatomy. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.